Manufacturer narrative:
Citation: gallo et al. Procedural outcomes of the 34 mm evolutr transcatheter valve in a real-world population insights from the horse multicenter collaborative registry. Int j cardiol. 2022 apr 29;s0167-5273(22)00643-x. Doi: 10.1016/j.ijcard.2022.04.079. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes for patients implanted with a medtronic evolut r transcatheter valve. All data were collected from 16 centers enrolled in the horizontal aorta in transcatheter self-expanding valves (horse) registry from september 2014 to april 2020. The study population included 572 patients who were predominantly male with a mean age of 80.8 years. All patients were implanted with a medtronic evolut r transcatheter bioprosthetic valve (unique device identifier numbers not provided). Among all patients, there were four early peri-procedural deaths. One patient died due to a major vascular aorto-iliac dissection, one patient due to cardiogenic shock secondary to an acute severe aortic regurgitation, and two patients due to major cerebral event (one ischemic and one hemorrhagic) within 48 hours of implant. Based on the available information medtronic product was associated with these four early deaths. There were 7 total in-hospital deaths and 35 late deaths with median follow-up time of 22 months. No further details were provided on these deaths; based on the available information medtronic product was not directly associated with these deaths. Among all patients, adverse events included: moderate to severe paravalvular leak (pvl), mean transvalvular gradient greater than 20 mmhg, annulus rupture, valve migration, periprocedural myocardial infarction (mi), stroke, new onset atrial fibrillation, new onset left bundle branch block, arrhythmia requiring permanent pacemaker implant, endocarditis, thrombosis, and unspecified structural valve dysfunction (svd) requiring intervention. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.